Event description:
Patient reported having undergone a total hip resurfacing procedure on an unknown date. Subsequently, patient reports a revision procedure was performed on an unknown date due to patient allegations of elevated chromium and cobalt levels. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow up report is being filed to relay additional information. This report was delayed due to an issue with the zimmer biomet network and system database which impacted global regulatory reporting. Acknowledgement was provided by cdrh emdr january 5, 2017 of zimmer biomet¿s system downtime. Reference diligence for acknowledgment from cdrh emdr.

Manufacturer narrative:
This follow up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
Patient reported having undergone a hip resurfacing procedure on an unknown date. Subsequently, patient reports a revision procedure was performed on (B)(6) 2014 due to patient allegations of elevated chromium and cobalt levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received from patient's legal counsel notes patient underwent a hip resurfacing arthroplasty on (B)(6) 2008. Legal counsel for patient reported the patient was revised on (B)(6) 2014 due to allegations of pain and elevated metal ion levels. Legal counsel for patient further alleged that during the procedure, the gluteus medius tendon was detached from the greater trochanter and grayish tissue and cysts were removed. The resurfacing head was removed and replaced with a modular head, and a femoral stem was implanted. Patient's legal counsel reported the patient alleges pain following revision; however, no further revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of initial medwatch.

Event description:
Patient reported having undergone a total hip resurfacing procedure on an unknown date. Subsequently, patient reported a revision procedure was performed on (B)(6) 2014 due to patient allegations of elevated chromium and cobalt levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: date of event - unknown; product ID - unknown; device info - unknown; date implanted - unknown; date explanted - unknown; manufacture date ¿ unknown. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.